Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise was noted on the right ventricular lead. Noise was not able to be reproduced with isometrics. One impedance drop was noted in november via trends. Lead revision was discussed. Patient was asymptomatic.

Event description:
New information received notes the lead was capped and replaced on (B)(6) 2019. Oversensing was also noted prior to lead revision. The patient was well before, during, and after the procedure.